Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt and evaluation of the device a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or by using the manual detachment method (as instructed in the IFU) during coiling treatment of a small aneurysm located in m1 anterior communicant artery. It was reported that the physician tried to detach the coil three times with an instant detacher and then with manual method. The coil was removed from the patient and found that the coil had a knot in the tip. The patient was treated with another axium coil and procedure was completed. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation - additional information type of follow up - device evaluation. Device evaluated by manufacturer- additional information the device was returned for evaluation. After analysis of the returned device the clinical observation was confirmed. As received the implant coil was found stretched, damaged, and still attached to pushwire. The implant coil was knotted and the pushwire was bent at the proximal end. The pushwire was broken and jagged on the proximal end with the proximal end containing the tack weld replacement (twr) crimp missing. The pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). The instant detacher was not returned. During analysis the pushwire was broken at the manual detachment location and pulling the release wire the coil was detached successfully. The instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimp were not returned; therefore, any contributing factors from these could not be assessed. We were unable to definitively determine the cause of non-detachment. It is possible that the pushwire break at incorrect location caused the not detachment issue. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.